Event description:
Reference MDR #1219856-2011-00009 for the related intra-aortic balloon pump event. It was reported that the hospital was calling to report the pump was pumping, but there was no arterial pressure (ap) waveform on the pump and the pump was displaying message "no ap source." The caller was asked to disconnect the fiberoptix sensor (fos) slide and cal key and reconnect. No tones were heard. Fos status code "ll (low light), ck (cal key)." The clinical on call (coc) explained that the fos does not appear to be working and they will next attempt to gain ap from the central lumen. She had them push the ap button until the transducer was lit, but still no ap waveform appeared on the pump. He replugged the ap cable into the pump and transducer with no change. After checking all the ap connections, it was discovered that the stopcock was closed on the pressure tubing. When opened the waveform appeared, but they felt the pressures were not accurate. The coc instructed them on zeroing the central lumen. Later that night, another call came into the coc regarding this pt. Again they reported no ap waveform on the iabp, but the pump continued to pump. The hospital was also speaking on another telephone line with the sales rep (sr) about this issue. The sr informed the coc that the central lumen appeared to be clotted off and the md would need to be contacted to determine if another ap source would be used or the iab would be replaced.

Manufacturer narrative:
F/u report will be filed if additional info becomes available.